Manufacturer narrative:
Retainer ring = black. Customer complained about insulin pump was wet/moisture damage and blank display found on the event date (B)(6) 2021. Device perform visual inspection and pump received with cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Device was also received with a critical pump error (open book image) alarm. Tested with a test p-cap and the test p-cap locked in place properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant critical pump error alarm (open book image). Device was cut open to perform visual inspection and found corrosion on the electrical board 1, electrical board 2 and force sensor. Successfully utilized crest and thus to download history files and traces. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms at formatted history file. (B)(6) 2021 13:02:01.000 fault number = hardware error alarm (63) variableinfo = 0e due to moisture damage. Critical pump error (open book image) alarm confirmed due to critical error handling pump error 63 alarm. Critical pump error (open book image) alarm and pump error 63 alarm confirmed due to moisture damage during visual inspection, found corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image error alarm. Customer was at pool and insulin pump got wet. Insulin pump got nothing on the screen. Customer tried taking battery out but that did not help. Customer reported they had a box with an arrow and then medtronic came up. No other error was displayed before the open book image was displayed on the screen. The insulin pump restarted after pressing a button on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.